Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. 510k: k200972. Investigation evaluation: per the information received by the user, the device returned was not the complaint device but the replacement device that had the catheter used with the complaint device and functioned. The product was returned in a open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the returned product could not confirm the report. All components were included in the return, however the device and components returned were not the reported complaint device, therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating the device and carbon dioxide (co2) cartridge were not active. One returned catheter (catheter #1) presented with kinking and damage near the hub. The other returned catheter (catheter #2) did not present with any kinks/bends or powder inside the tubing. The device was not tested as returned due to the device being inactive. The co2 cartridge was not punctured when the activation knob was removed to inspect the internal components, indicating that this device handle was not used and was never activated. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When activated and tested with the returned co2 cartridge and activation knob, the device sprayed as intended. Catheter #1 did not spray as intended when tested with the device. Catheter #2 sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device and catheter could not confirm the occurrence because the device sprayed as intended. However, the user indicated that the device failure occurred with a different device and catheter that were not returned. Since we only received the replacement device and not the reported complaint device, we consider this complaint confirmed based on the user's description of the event. The root cause of the clogged catheter is unknown. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel. Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." To assist the user in preparing and using the device, the instructions for use states, "remove device from package and attach catheter to handle, ensuring connection is secure... Before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air. Slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Hold for me 1.11.2022. During an unknown endoscopic procedure with a gi bleed, the physician used a cook hemospray endoscopic hemostat. It was reported that the catheter clogged during the procedure. A second kit was opened and used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.